Manufacturer narrative:
The complaint of stick down can be confirmed on the returned three used list #(B)(4), 43 cm (17") ext set w/2 microclave®, clamp, rotating luer; lot #unknown. As received the silicone seal was stuck down on each ia-c3332 microclave connector. Each microclave was disassembled to evaluate the stick down. The seal on each microclave was torn on the top surface. The internal spike on each microclave wad bent with the windows partially collapsed. The probable cause of the stick down and the damaged observed is typical of access with an incompatible mating device during use. The direction for use (dfu) states: don¿t connect the female luer of this product¿s connector to the male connector of a syringe, infusion set, etc. Having a male luer taper measuring less than 1.55 mm or more than 2.80 mm in inside diameter (because the silicone seal in the female luer may be broken, resulting in leakage of drug solution and contamination). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 43 cm (17") ext set w/2 microclave®, clamp, rotating luer where a leakage was reported. The silicone rubber at clave tip was damaged. The event was not detected prior to patient use; rather, it was noted during infusion of the mating device checkvalve. There was patient involvement and no patient harm. The customer also added the following information. ¿three actual samples were returned. Two of them have i.v. Catheter connected. -one checkvalve(hakko¿s product) was also received in unopened condition. Connector valves of all three samples, which are of y-site side injection port, were confirmed to be recessed. No scratch or deformation were visually confirmed on actual samples. -male luer diameter of the checkvalve was measured. Inner diameter :2.2mm (compatible) (the microclave connector is compatible with luers with an internal diameter (ID) between 0.062" (1.55 mm) and 0.110" (2.8 mm).) -we connected the checkvalve to the main-side connector of actual sample, wherein connection was successfully made without anomalies. CT inspection defective valve returning conduit was confirmed to be bent. -the checkvalve was connected to a connector of good product. Result: the conduit inside the connector and the male luer of checkvalve was able to be.¿

Manufacturer narrative:
D4 - lot # : possible lot numbers are the following. 12178872 (mfg date: 11/11/2022 and exp date: 11/01/2027). 13496857 (mfg date: 12/26/2022 and exp date: 12/01/2027). 7452186 (mfg date: 08/04/2022 and exp date: 08/01/2027). 8031858 (mfg date: 08/18/2022 and exp date: 08/01/2027). The device was received for evaluation. The investigation is still pending. Additional contact: (B)(6).